Manufacturer narrative:
Device evaluation: g4, h2, h3, h6, h10. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed 119 hours of extended bench testing at the customer's settings. The device passed all vyaire testing and met all manufacturer specifications.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire medical service technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel experienced a loud leak while connected to a patient. The ambulance stated that they hit a large bump, the ventilator slid and hit against the exhalation port. The customer confirmed that there was no patient harm associated with the reported event.